Event description:
Customer reported he was showing blank or date gaps. Customer stated when uploading the device it was missing data from (B)(6). Customer reported the boluses on the bolus history were missing on the insulin pump. Customer was advised to monitor the device. Customer's blood glucose was unk. No further info reported.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart test and all operating current test were normal. The device was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. The device had multiple displayable history crc check failed on startup alarm in alarm history screen due to corrupted history file. Unable to verify history anomaly due to corrupted history file. The device then was programmed with test multiple boluses for two consecutive days. Carelink pro listed all boluses on the daily detail report. No upload anomaly, remote frequency communication anomaly or history anomaly noted.